Event description:
A (B)(6) maple pt's nurse contacted zoll customer support to report that the pt's monitor was not functioning properly and displayed a service code. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, there was contamination inside the monitor which corroded the j502 connector and the jtag board. The cause of the abnormal shutdowns is the damaged j502 and the jtag board. The cause of the damage is the corrosion. The cause of the corrosion damage is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.